Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presumed the cause from the obtained information. The event can be detected by following the instructions for use which state: the instruction manual operation manual,¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrovideoscope exposed frayed wires on the right side of the elevator. The issue occurred during reprocessing. There were no reports of patient harm.